Event description:
It was reported that the sys 9900's table would not move up or down. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
The ge rep evaluated the sys via a phone interview and determined that the control switch was in the wrong position to move the table. The operator was instructed on the correct settings for the control switch. The sys was determined to be operating normally and returned to svc.